Event description:
Dealer states an incident of where the seat broke in half. The user was in the shower and he fell. A call was placed by the caregiver to 911 where the user was evaluated and assisted out of the shower. Bruising to hip.